Manufacturer narrative:
Pending investigation. D10: 02-020-11-0220 - truliant ps cem fem ps cem left sz 2, 5542756. 02-022-45-2020 - truliant tib fit tray cem sz 2f/2t, 6478723. 200-02-32 - three peg patella 32mm, 6502571. 201-78-15 - holding pin mini sharp point 4 pk, 6578989. 201-78-89 - 3" drill bit, mod. Hex 2 pack, 6122242. 203-96-67 - fan sawblade ez2213f.m63 90x22 1.27mm strkr 5/6/7, 250522. 521-78-23 - threaded pin size 2.3 collared 2pk, s045200. 521-78-31 - threaded pin size 2.6 collarless 2pk, s074582.

Event description:
As reported, approximately 3 years and 10 months post the initial left tka, the patient was revised due to instability. The poly was swapped out and seemed normal. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.